Event description:
Prior to commencement of the adenoidectomy, a moist gauze was placed over the lip and intraoral mucosa for protection. The adenoids were identified and were ablated with the suction cautery device in the standard fashion. Toward the completion of the procedure, the surgeon noted a spark emanate at the level of the lip. At this point, the suction cautery was still protected from the lip with the moist gauze, the surgeon ceased cautery and removed the suction cautery device to reveal a burn on the lower lip and mucosa as well as skin. Inspection of the suction cautery device indicate a defect in the protective insulation in the cautery at approx the same location where the spark would have occurred. Equipment sequestered and all same lot number hand pieces removed from inventory. (B)(4) model ft10 s/n (B)(4) which is only 6 months old was inspected with no problems found. FDA safety report ID# (B)(4).